Event description:
It was reported by the customer that the safety feature is faulty and the needle comes out slightly if you turn the catheter. No information was received regarding any serious injury as a result of this product issue.